Manufacturer narrative:
This report is being submitted as a correction due to the manufacturer site number being incorrectly selected on manufacturer report # 2031642-2023-00206 under trackwise pr #(B)(4). The manufacturer report number is corrected on this report.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device was not showing values on the display. It is unknown if the device was in use at the time of the reported problem. No patient harm reported. The repair is still pending approval from the customer. Philips is unable to confirm the alleged device issue or final disposition of the device because the customer allowed the repair proposal for onsite service to expire on 02/17/2023, refusing service. No further work was performed by philips. As a result of the lack of assignment to on field service engineer (fse), it remains unknown if the device was in use or out of use at the time of the alleged device issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. On 03/17/2023, the customer was provided with and accepted a repair proposal for onsite service of the reported issue. On 04/05/2023, the field service engineer (fse) completed service at the customer site and could not reproduce the reported problem. No other anomaly was detected during the onsite service. Per the additional information received under the onsite service work order, the device was in use at the time of the event and no patient harm was reported. Per the previous good faith effort (gfe) response received on 02/15/2023, the patient information is unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00206. All information from the original report(s) has been transferred to this report.